Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The reported problem (injury) was confirmed. A us distributor reported that a patient fell and broke two ribs. The patient reported the fall was not related to the lifevest. The patient's doctor advised to remove the equipment to alleviate the swelling. The medical outcome is unknown.

Event description:
The reported problem (injury) was confirmed. A us distributor reported that a patient fell and broke two ribs. The patient reported the fall was not related to the lifevest. The patient's doctor advised to remove the equipment to alleviate the swelling. The medical outcome is unknown. Supplemental report 9/16/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.